Event description:
Material no. 324909. Batch no. 8239952. It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle the needle shield is difficult to remove and the needle hub separates into the shield. The following information was provided by the initial reporter: verbatim: consumer reported that the needle shield is difficult to remove before injection and the needle hub separates and stays in the shield . Problem occurred a few weeks ago, consumer does not re-use. Lot # 8239952, product # 324909, exp 09-30-2023.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8239952. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200776187] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 324909. Batch no. 8239952. It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle the needle shield is difficult to remove and the needle hub separates into the shield. The following information was provided by the initial reporter: verbatim: consumer reported that the needle shield is difficult to remove before injection and the needle hub separates and stays in the shield. Problem occurred a few weeks ago, consumer does not re-use. Lot # 8239952, product # 324909, exp 09-30-2023.